Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to vaginal prolapse and urinary incontinence. It was reported that following insertion the patient experienced dyspareunia, infections, inflammation, pelvic pain, perforation of the bladder, blood in urine and bowels, severe back, hip and leg pain, vaginal pain, discharge and sui. On (B)(6) 2009 the patient underwent a hysterectomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh due to complication on (B)(6) 2016 (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent tension-free vaginal tape sling excision and cystoscopy due to dysuria on (B)(6) 2013 by (B)(6), md at (B)(6) medical center. It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient concurrently with hysteroscopy, dilation and curettage, and thermal endometrial ablation.